Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator exhibited noise on the ventricular channel and the device temporarily went into doo mode. No intervention was reported. The patient was in stable condition and would continue to be monitored via merlin.net.